Event description:
The customer reported that while on tissue, the device would no longer open. No further info was made available by the site.

Manufacturer narrative:
(B)(4). The incident device was returned with the handle unlatched with the jaws open. A visual inspection revealed eschar but no residual tissue between the jaws. The handle was latched and unlatched ten times without issue. The device was activated on simulated tissue and the jaws opened without difficulty. We were unable to confirm the customer's report.